Event description:
Caller reported a malfunction on the pump, specifically a momentary power loss to the vibrator motor. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support to reset the pump, but the malfunction recurred afterward. As a corrective action, technical support decided to replace the pump. The customer will use multiple daily injections as backup therapy and is instructed to return the faulty pump using the provided pre-paid label within 10 days.